Event description:
Philips received a complaint on the easy care cuff 1 hose, adult (1) indicating that the cuff was not working; wrong nibp value. The device was not in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
Analysis was not performed philips; however, remote support was provided by a remote service engineer which included troubleshooting the issue. Based on the information available, the nibp cuff was faulty. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.